Event description:
Arjohuntleigh received a complaint where it was indicated that during the pt transfer the lift tilted sideways. "The lift was positioned under the bed with legs in closed position. Two "psws", one spotting and one controlling the lift. The spotter attempted to adjust the resident and due to the lift not being able to move the lift tipped at a slight angle. The legs caught the bed frame preventing the lift from tipping all the way over. The resident landed on the bed and no injuries were sustained". Reference MFR report number: 3007420694-2014-00020.